Event description:
The complaint was reported as: the customer alleges that the tubing on the device that connects with the mask comes off during use. No report of a pt injury.

Manufacturer narrative:
A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The DHR (device history record) review showed that there were no issues related to this issue on the product nor its components during the manufacture of the material. A corrective action cannot be applied since it is not possible to identify the defect reported and to investigate its root cause, in order to perform a proper investigation it is necessary to evaluate the sample involved on the incident. The customer complaint cannot be confirmed based only on the info provided, in order to perform a proper investigation, it is necessary to evaluate the sample involved on the incident. If the device sample becomes available this investigation will be updated with the evaluation results.